Manufacturer narrative:
One ev1000 platform system was received for product evaluation. The panel was tested with a known good working clearsight system for 20 hours in the demo mode and the screen remained as normal. It did not turn off or freeze or need to be re-zeroed. The databox was tested per the functional test and it passed with no issues noted. There was no defect found with the ev1000 platform system. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There is no evidence or indication of a manufacturing defect being responsible for the reported event. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The product has been returned and received for evaluation. The evaluation is in progress. The results will be submitted in a supplemental report upon completion of the evaluation. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that the ev1000 platform system was used during patient monitoring when the panel display screen froze. There was no inappropriate patient treatment administered. There was no patient harm or compromise. There is no additional information available. The patient demographic information is not available.